Event description:
The ventilator pre-use check was being performed by a respiratory therapist. The circuit would not pass the calibration. 2 additional circuits were used to get the ventilator to pass the test. The ventilator was not on the patient. The ventilator failed the circuit calibration prior to be used on the patient. This happened multiple times.what was the original intended procedure?initiation of high frequency oscillatory ventilation.device #1is this a laboratory device or laboratory test?no.